Event description:
It was reported that the patient had "an episode of what appeared to be withdrawal" during a prior pump replacement. It was stated that the withdrawal was due to not priming the catheter. Later, it was reported that the patient was unresponsive due to an adverse response to anesthesia. The event was reversed with the use of narcan. It was noted that the event was not related to the pump or the drug. The drug used in this system was lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703w, serial # (B)(4), product type; catheter product ID 8840, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).